Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 11/18/2024, it was reported that the patient uses insulet omnipod5 in hybrid closed loop. The cgm was reading 170 mg/dl and the patient had diaphoresis and seizure. She self-treated with glucagon and carbohydrates. After treatment, the blood glucose reading was 130 mg/dl while the egv was 170 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Prior to the seizure, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient self-treated, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient uses insulet omnipod5 in hybrid closed loop. The cgm was reading 170 mg/dl and the patient had diaphoresis and seizure. She self-treated with glucagon and carbohydrates. After treatment, the blood glucose reading was 130 mg/dl while the egv was 170 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Prior to the seizure, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient self-treated, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).